Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the activity logs shows occurrences of the reported problem. The device's pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib fault 76" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.